Manufacturer narrative:
Patient country: united states. Patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set was fell off during use on (B)(6) 2024. No further information available.